Event description:
It was reported that the patient was seen for a routine visit. The patient's log files were analyzed and there was a slight increase to the power and flow with decrease in the pi readings. There were a few flows above the normal parameters that were higher than the power. The patient had a notable increase in lactate dehydrogenase (ldh) and the patient's pump would be monitored closely. The patient was dizzy, had excessive fatigue, and had hypotension (mean arterial pressure 60). The patient's lab had notable 1g hemoglobin drop and supratherapeutic international normalized ratio (inr) was 6 status post one unit of fresh frozen plasma and vitamin k. Upon review of additional log files, the patient had an increase in power and a decrease in average pi. The cause of the high power and high flows was not identified. The patient did not have thrombus and ldh was low and their echocardiogram was within normal limits. The device operated as expected and the patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported elevations in lactate dehydrogenase (ldh) could not be conclusively determined through this investigation. Additionally, a direct correlation between the device and the reported decrease in hemoglobin could not be conclusively determined. A specific cause for the reported events could not be determined through this evaluation. Analysis of the submitted log files appeared to show the device operating within normal parameters. Power elevations could not be confirmed, and no atypical alarms were captured. The pump operated above the low speed limit for the duration of the log files and appeared to show the system operating as intended. It was reported that the patient presented to the center for a routine follow-up visit and was severely hypotensive and fatigued. The patient reportedly had a notable increase in lactate dehydrogenase (ldh). The patient had been seen in clinic 2 days prior with dizziness, excessive fatigue, and hypotension. Labs were notable for a decrease in hemoglobin and supratherapeutic international normalized ratio (inr). One unit of fresh frozen plasma (ffp) and vitamin k were administered. Inr was then subtherapeutic and the patient was bridged with an anticoagulant. It was later reported that the patient's ldh had much improved and an echocardiogram (echo) was performed that was within normal limits. The patient had no symptoms. The patient was discharged home. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2017. The most recent revision of the heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is available. This IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system, including hemolysis and bleeding, and the proper actions associated with them. The section of this document entitled ¿anticoagulation therapy¿ provides details regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The section ¿preparing for sleep¿ contains specific instructions regarding sleeping with the device. The hm ii lvas patient handbook is currently available. The ¿how your heart pump works¿ section indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. The patient handbook contains a section titled ¿sleeping¿ under ¿living with the heartmate ii.¿ this section contains detailed instructions on how to properly prepare for and sleep with the device, as well as a pre-sleep safety checklist. No further information was provided. The manufacturer is closing the file on this event.